Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire factory service department received the suspect obsolete user interface module (uim) for investigation. The factory service department performed a visual inspection of the internal components and voltage testing of the coin cell battery. They also performed multiple power on cycles on the suspect control board on a test uim. They were not able to duplicate the reported issue therefore no assembly failure can be determined. The vyaire failure analysis lab (fa) evaluated the user interface module (uim) and concurred with the factory service department assessment. No failures were detected so no further investigation is required.

Event description:
The customer reported an intermittent user interface module (uim) display and membrane panel button leds, which do not function on this avea ventilator. The customer stated no patient involvement with this event.